Event description:
It was reported that the patient's first implant had been replaced because of "something with the lead". The patient reported that the lead had moved. Additional information has been requested, but was not available as of the date of this report. See MFR. Rep. #30 04209178-2012-00997 for issues with replacement system.

Manufacturer narrative:
Lead: model 3093-28, lot# v360228, implanted 2009 (B)(6), explanted: 2010 (B)(6).